Event description:
Quick catch in-line suction polyp trap with the same lot number (12429796), the trap on the quick catch in-line suction was missing from the device. The sample was not able to be retrieved due to the trap being absent. No ability to perform the biopsy.